Manufacturer narrative:
This is an initial report and the reported device has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in the final report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, the unit was intermittently cutting out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.